Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose level was 650 mg/dl. Customer experience ketones, excessive thirst and treated their high blood glucose via insulin pump. Troubleshooting was performed. Customer experienced a toothache which then resulted in higher blood glucose levels. Customer alleged the insulin pump under delivered insulin however after troubleshooting they did not feel the device had issues. Customer advised the auto mode feature was active. The insulin pump will not be returned for analysis.